Event description:
In the fall of 1995, rptr was diagnosed with metastatic colon carcinoma. On january 5, 1996, during surgery pt was implanted with a pfizer infusaid pump for infusion of chemotherapy to liver metastasis. On january 18, during the first scheduled refill in the office of oncologist it was found that the device was apparently clogged, and rptr had not rec'd any chemotherapy infusion to liver since the pump was implanted. Rptr's dr's office spoke with pfizer strato/infusaid nurse, who recommended a declotting procedure. Subsequent to the declotting procedure, rptr underwent an x-ray procedure during which a dye was injected in the device sideport under fluoroscopy. From the sideport the nurse aspirated a fluid which was found to be fluorescent material and blood cells. On january 22, the pump was again checked by a nurse who found that the pump was still filled and therefore not infusing chemotherapy. In the interim, rptr spoke with the strato/infusaid technical sales specialist, who told rptr pfizer would provide a replacement pump at no charge and would send the first pump to the FDA to determine the cause of the failure and who was at fault. On january 29, rptr underwent surgery once again to remove the first infusaid pump; at this time a replacement pump was implanted. Rptr had several add'l conversations with pfizer strato/infusaid and another pfizer rep regarding their concerns about these issues. It is rptr's understanding that strato/infusaid subsequently stated that the device failure was due to aspiration of the sideport by the nurse in the dr's office on january 18. In response, rptr offers the following comments: this procedure did not take place until january 18, thirteen days after the original implant. Yet on january 18, the pump was still filled and the nurse could not get the pump to work at all; therefore, the pump was faulty at the time it was implanted as opposed to being damaged thirteen days later. The strato/infusaid rep stated that the co would pay for the second pump; however, rptr's insurance co and rptr were billed for the second pump. Contrary to assurances, the first pump was not sent to the FDA but was examined only by pfizer.